Event description:
Notice from attorney: purchased heavy-duty rollator and walker seat fully assembled from doctors choice home medical equipment, inc. Purchase date of product 9/27/2019. Within 14 days of accepting delivery when plaintiff attempted to sit on the rollator with walker seat attachment, the rollator broke and collapsed, causing him to fall to the ground. As a direct and proximate result of the foregoing, plaintiff has been injured, he has suffered and will continue to suffer, he has incurred pain, disability, disfigurement, medical expense, lost income and will continue to incur these damages in the future, and he has been and will continued to be restricted from pursuing his usual activities and affairs. Device and manufacturer is unknown.